Manufacturer narrative:
The field service engineer checked the instrument, including the water quality and sample probe. This event occurred in (B)(6). Medwatch field phone number was provided as (B)(6).

Event description:
The initial reporter stated they received a (B)(6) result for one patient sample tested with elecsys (B)(6) igm immunoassay on a cobas 8000 e 801 module. The sample was initially tested on the e 801 analyzer, resulting only with a sample short data alarm. The sample was repeated on the e 801 analyzer, resulting with a (B)(6) igm value of (B)(6). This value was reported outside of the laboratory. On (B)(6) 2020, the sample was repeated on the e 801 analyzer, resulting with a (B)(6) igm value of (B)(6). The sample was repeated on another unknown roche instrument, resulting with a (B)(6) igm value of (B)(6). The (B)(6) igm reagent lot number was 459303. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
Calibration and controls were within specifications. Investigations determined the initial measurement of the sample tube had a sample short alarm. No other relevant alarms were found in the alarm trace. The investigation determined the issue is consistent with incorrect pre-analytic sample handling.